Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the experienced hyperglycemia. The customer blood glucose level was 400 mg/dl and treated with insulin pump. Customers other blood glucose value was 204 mg/dl and 230 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer did allege pump was under delivering because of high blood glucose value. Customer stated auto mode was active. The insulin pump will not returned for analysis.